Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The physician attempted to reach the lesion with a taxus express2 3.5 x 12 mm drug eluting stent. Upon removal the physician noticed the shaft fractured into two pieces. The fractured catheter was removed from the pt's body. Multiple attempts to gather more info regarding this event were unsuccessful.